Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing of the device confirmed the reported issue and found it was due to moisture (traces of water) in the supply connector and ultrasonic connector, causing an electrical continuity error. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited a b30 error code (scope communication error), and there was no image. There was no report of patient or user injury due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
An additional reportable malfunction of an e216 scope communication error was found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information from the device evaluation. Event updated with an additional malfunction noted during device evaluation. Additional technical defects were found during evaluation: the connector was humid, the ultrasonic-connector excluded flexible printing circuit (fpc) is defective, universal cord is kinked, connector plug unit has a damaged housing, el-connector unit ccd flexible printed circuits (fpc)-board has defects, connector lightguide rod lens is scratched, c-board is corroded, connector corroded and the switchbox /flexible printed circuits (fpc)-unit cover painting peeling off.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was most likely caused by a failure in the flexible printing circuit (fpc). Olympus will continue to monitor field performance for this device.